Event description:
Hip surgery [hip surgery] . Knee acting up again (left knee) [unspecified disorder of knee joint] . Case narrative: initial information received from canada on (B)(6) 2023 regarding an unsolicited valid serious case received from a patient's grandson. This case is linked with case (B)(4) (multiple devices used in a single patient, case for right knee). This case involves a female patient who had hip surgery and knee acting up again (left knee) after receiving medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient had no medical history, concomitant disease or risk factor. The patient's past medical treatment(s), concomitant medication(s) and family history were not provided. On an unknown date, the patient started receiving synvisc (hylan g-f 20, sodium hyaluronate) injection in left knee via route intra-articular (with an unknown strength, dose, frequency, expiry date and batch number) for osteoarthritis. Information regarding batch number was requested. Patient's grandson reported that his grandmother had, as he believed, was synvisc injections in both knees a couple of years ago for osteoarthritis. She has since had hip surgery (onset date and latency: unknown) (seriousness criteria: medically significant) and was in a very long recovery. Her knees were now acting up again (left knee) (arthropathy, onset date and latency: unknown). There were no lab data/results available. Action taken: unknown for both events. It was not reported if the patient received a corrective treatment for the events. Event outcome: recovered on an unknown date for the event hip surgery and not recovered for the other event. A product technical complaint (ptc) was initiated, and the results were pending for the same. Based on information previously received, the following information [addition of serious event of hip surgery] has been amended.

Manufacturer narrative:
(B)(4) company comment dated (B)(6) 2023: this case concerns an elderly female patient who had hip surgery while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. Based on the information received, causal role of the company suspect device cannot be excluded. However, case will be re-evaluated post further update on patient's underlying disease conditions, past drug history, concurrent illnesses, personal and family history, the details of which will aid in comprehensive case assessment.

Event description:
Hip surgery [hip surgery] knee acting up again (left knee) [unspecified disorder of knee joint]. Case narrative: initial information received from canada on 01-may-2023 regarding an unsolicited valid serious case received from a patient's grandson. This case is linked with case (B)(4) (multiple device suspect used for the same patient) (right knee). This case involves elderly female patient who had hip surgery and knee acting up again (left knee) after receiving medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient had no medical history, concomitant disease or risk factor. The patient's past medical treatment(s), concomitant medication(s) and family history were not provided. On an unknown date, the patient started receiving synvisc (hylan g-f 20, sodium hyaluronate) solution for injection in left knee via route intra-articular (with strength: 16mg/2ml, an unknown dose, frequency, expiry date and batch number) for osteoarthritis. Information regarding batch number was requested. Patient's grandson reported that his grandmother had, as he believed, was synvisc injections in both knees a couple of years ago for osteoarthritis. She has since had hip surgery (onset date and latency: unknown) (seriousness criteria: medically significant) and was in a very long recovery. Her knees were now acting up again (left knee) (arthropathy, onset date: 2023 and latency: unknown). There were no lab data/results available. Action taken: unknown for arthropathy and not applicable for hip surgery. Corrective treatment: not reported for both the events. Event outcome: recovered on an unknown date for the event hip surgery and not recovered for the other event. A product technical complaint (ptc) was initiated, and the results were pending for the same. Based on information previously received, the following information [addition of serious event of hip surgery] has been amended. A product technical complaint (ptc) was initiated on 01-may-2023 for synvisc (batch number: unknown) with global ptc number (B)(4). The sample status was not available. Based on the complaint from intake team, there is no quality related defect that would pose as a malfunction or would lead to death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (B)(6) 2023. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 09-may-2023 with summarized conclusion as no assessment possible. Additional information was received on 09-may-2023 from healthcare professional (quality department). Ptc results along with strength was added. Text amended accordingly.